Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with cystocele repair.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to incontinence of bladder. Following insertion the patient experienced pain, bleeding, urinary problems and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total vaginal hysterectomy. It was reported that patient underwent mesh removal, urethrolysis, biologic sling placement (midurethral, retropubic sling- cook medical biodesign), cystoscopy on (B)(6) 2013 by dr. (B)(6) due to stress urinary incontinence and failed mesh midurethral sling at (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.